Event description:
It was reported that there was a particulate matter observed inside the reservoir of a half day infusor. This was noted after filling the reservoir with desferrioxamine solution. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured july 23, 2014-july 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.